Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach and a second capsule was used during the procedure. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. The delivery system and capsule will be returned for investigation.